Manufacturer narrative:
(B)(4). H6: mechanical (g04) - drill. Product has been received by zimmer biomet, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a reamer was worn and required a replacement. Attempts have been made and no further information has been provided.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4, g3, g6, h2, h3, h4, h6, h11. Complaint sample was evaluated, and the reported event was confirmed. Visual examination of the returned product identified signs of use as well as wear and tear. The connecting feature of the device has wear and small knicks in the threads. The shaft of the device has scratches and galling as shown in the photos. The head of the reamer also has scratches from use. The device has a possible field age of 5+ years with a manufacturing date of jun 30, 2020. Verified all product identifiers to confirm the reamer is conforming to print specifications. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.